Manufacturer narrative:
Additional devices implanted and involved in this event: plc231400/13780404, plc271200/14816496 and plc231000/14202705. UDI numbers for the lots are as follows: lot 15375394: UDI (B)(4). Lot 13780404: UDI (B)(4). Lot 14816496: UDI (B)(4). Lot 14202705: UDI (B)(4). The patient¿s medications include; sublimaze, glucagon, glucose, hydralazine, albuterol nebulizer, magnesium sulfate, potassium chloride, sodium phosphate, albumin human, aspirin, bumetanide, chlorhexidine, fluconazole, insulin glargine, melatonin, meropenem, metoprolol, nystatin, pantoprazole, and artificial tears. The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2017, a cta of the abdomen/pelvis showed an aneurysm with a maximum diameter of 8.2 cm (amount of total enlargement is unknown). The grafts appeared in place with evidence of a large type ii endoleak originating from the median sacral lumbar artery. On (B)(6) 2017, the patient underwent an additional procedure to address the type ii endoleak and continuing aneurysm enlargement. During the intervention an aortoduodenal fistula was identified. It was reported after the presence of infection was confirmed, an open abdominal repair was performed whereby all devices were explanted, and an aorto-bi-iliac bypass was performed. Reportedly, the patient tolerated the procedure, however, the patient continues to be hospitalized and is currently receiving intravenous antibiotics for treatment of the infection. The explanted devices were discarded by the facility and were not made available for analysis by gore.